Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Block d4: serial # not applicable for this device. Not applicable for this device. Blocks d1 & g (contact information): address listed reflects the specification developer. The phoenix catheter was not returned, thus no returned product investigation was performed. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a phoenix catheter was used in a therapeutic peripheral procedure in a severely fibrous proximal popliteal lesion. The catheter was delivered over a non-philips guidewire, and advanced to the lesion and turned on. After less than a minute, the catheter was turned off and attempted to remove, but got stuck on the guidewire and was removed as a system. The procedure was completed with angioplasty. No patient injury reported. This product problem is being submitted because the phoenix catheter and concomitant device were removed as a system; potential for harm.